Manufacturer narrative:
Corrected data: h6 adverse event problem (refer to coding manual): health effect - clinical code: updated to remove 2388- inadequate pain relief health effect - impact code: removed 4611- absence of treatment and updated to 2199 - no health consequences. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a lead replacement on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-11681), and the ipg was not placed into surgery mode. Subsequently, there was a trouble connecting to the ipg. Troubleshooting was able to resolve the issue and therapy was restored.